Event description:
It was reported that a user¿s ilet bionic pancreas displayed malfunction alert 61 indicating an external flash write error, which recurred after a restart, and the user transitioned to manual injections while a replacement was arranged. Symptoms included no reported adverse health effects and no change in blood glucose control was reported while using manual therapy. Outcomes included no injury and no hospitalization. Investigation included review of the event details and coordination for device return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.